Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the sleep/wake button on the ilet functioned inconsistently when the device was attached to a belt clip but operated normally when the belt clip was removed. Symptoms included no adverse clinical effects. Outcomes included no impact to therapy continuity, no alerts or alarms, and no medical intervention. Investigation included customer education, verification of current firmware, and guidance to ensure a dry finger when operating the button. Investigation of this case revealed no physical damage, no cracks, and normal device function off the belt clip, suggesting user technique or accessory interference while clipped. It was concluded, based on previously established findings for similar reports, that the cause was user technique associated with accessory use.